Event description:
It has been reported that while assisting the pt to bed, the easytrack system of the voyager failed, causing the pt's knee to be trapped between the hoist, the pole and the wheelchair. The pt was brought to the hospital with tissue damage; they were x-rayed and no fracture was detected.

Manufacturer narrative:
Additional info will be provided upon conclusion of the manufacturer's investigation.